Event description:
As reported by the user facility: detailed inquiry description: at start of treatment, leak from a small cut in the heparin line junction with the arterial line. No injury reported.

Manufacturer narrative:
This report has been identified as (B)(6) medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) photographs were provided by the facility for evaluation. A visual evaluation was performed on the photographs, and it was noted that the photos depict the leakage of the sample when attached to the pump. Although leakage is quite visible in the photograph, a proper investigation into the cause of leakage is impossible without a physical sample. Based on the evaluation results, the reported defect was confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.